Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector to the ilet when the connector was assembled with a filled cartridge, despite successful attachment when the connector was tried alone, and the issue resolved after guidance to apply additional force; insulin delivery resumed and blood glucose was unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included troubleshooting assistance to verify cartridge fill volume, replicate connection without the cartridge, and provide technique guidance for proper attachment. Investigation of this case revealed that the connection interference occurred only when the connector was mated with the cartridge and was overcome with proper technique and increased insertion force, consistent with a connector fitment issue; a replacement box of luer connectors was in transit and the reported lot number was documented. It was concluded, based on previously established findings for similar reports, that the cause was user technique interacting with acceptable device tolerances during connector attachment.